Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: upon receipt by mentor, the gel contained in the device appeared clear. No foreign material was observed within the device or on the shell surface. Pe discovered a crease on the anterior aspect, extending to the posterior aspect. No other anomalies were discovered. Complaint could not be confirmed since the customer reported no device issue was found after explant. The device was not ruptured. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected rupture manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with two mentor memorygel breast implants (500cc on the left, 550cc on the right) and suffered bilateral rupture postoperatively. The ruptures were confirmed via MRI. As a result, the patient underwent bilateral explantation and replacement with sientra devices on (B)(6) 2017. Upon explant, both devices were found to be intact. On (B)(6) 2019, mentor became aware that psr report reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this report number.